Event description:
The customer reported the 7900 system was not saving images. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The reported problem could not be duplicated. No repair info is available at this time. The system is operating as intended.